Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 696mg/dl. The customer stated that she had an eye surgery before her admission, and her blood glucose was fine, but then it started going up before bedtime. The customer stated that she woke up with chest pain and the paramedics were called. The customer stated that the doctor checked her high blood glucose, which caused her chest pain. The caller stated that she was in the hospital for four days then released. No further information was provided.